Event description:
The omnipod 5 pods do not stick to the skin like they're supposed too. I've gone through so many pods because of this problem. Now omnipod won't let me replace them without making me take an adhesive crash course. They're saying it's my fault the pods aren't sticking well. I do everything they've told me to do to get the pods to stick like they're supposed to and they still won't.